Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead with the tip electrode measuring 52.0cm was returned for analysis. External insulation abrasion was noted at 36.5-36.7cm, 36.8-37.1cm, 37.5-37.8cm, 38.0-38.8cm, and 40.4-41.1cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.